Manufacturer narrative:
The lead remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,500 ohms and high thresholds. The shock impedance measurements were noted to be stable. Technical services discussed troubleshooting options in which the field representative would discuss with the health care professional. The lead remains in service at this time. No adverse patient effects were reported.